Manufacturer narrative:
Insulin pump received with spi to motor pic communication error alarm followed by off no power alert, problem isolated to mother board. Unable to confirm failed battery test and unable to perform any tests due to spi to motor pic communication error alarm and off no power alert.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power. The customer¿s blood glucose level was 275 mg/dl at the time of the incident. The customer received off no power with out low battery alarm. Customer reports they received pump error motor current error detected. They was able to clear alarm. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.